Event description:
The customer reported being hospitalized twice due to high blood glucose. The customer stated that there were two instances where the infusion sets were occluded. The customer also stated that the numbers she was receiving from the sensor and transmitter were incorrect by 200 points. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82815, 3004209178-2014-82816 and 3004209178-2014-85260.